Event description:
The device was used during a laparoscopically assistd vaginal hysterectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied cautery to complete the procedure. The hosp has reported no pt injury occurred.